Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging the one touch select meter would not power on with the test strips. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. In 2006 at 5:00pm, the patient noted the reported meter would not power on upon insertion of the test strip; he was unable to obtain a blood glucose reading. The patient is on an insulin pump, and claimed to have taken his usual doses of medications during the time he was unable to test. The next day at 5:00am, the patient experienced the symptoms of shaking, a fast heartbeat, sweating, anxiety, dizziness, hunger, impaired vision, weakness, fatigue, headache and irritability. The patient received no treatment for these symptoms, and did not seek medical attention. During the troubleshooting telephone call, the customer care advocate determined the meter would power on successfully with the power button, but not with the test strips, and the patient's test strips were in good condition. The meter, test strips and control solution were replaced. The patient claimed to have experienced symptoms suggesting of severe hypoglycemia after he was unable to test his blood glucose level, and adjust his insulin pump doses, due to the meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.